Event description:
The customer reported via phone call indicating that she had a sensor glucose versus blood glucose differences on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was advised that the sensor glucose and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer current blood glucose value is 300 and sensor glucose is 40. The sensor glucose and blood glucose is not with in acceptable range. The customer was advised to contact healthcare provider for settings and blood glucose fluctuations. The customer was advised that we would ship a courtesy sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.